Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, foreign matter resembling a hair was found in an unopened flexor shuttle tibial guiding sheath package. The device did not make patient contact. Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the complaint device was conducted during the investigation. A visual inspection of the returned device confirmed the return of one flexor shuttle tibial guiding sheath in the sealed package. An unknown strand was found within the sealed pouch. A document-based investigation evaluation was performed. No related non-conformances were found, and no additional complaints have been reported for this lot number. There is no evidence to suggest that additional nonconforming product exists in house or in the field. The instructions for use (IFU) for the device states the following: ¿do not use the product if there is doubt as to whether the product is sterile. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, examination of the returned product, and the results of the investigation, cook has concluded that this event can be traced to a manufacturing deficiency. The risk assessment for this failure mode was reviewed, and no additional escalation actions are recommended or required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. Device not cleared for sale in the us. Product code of similar device: dyb. Device not cleared for sale in the us. 510(k)# of similar device: k142819. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = unknown. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. T

Event description:
As reported, foreign matter resembling a hair was found in an unopened flexor shuttle tibial guiding sheath package. The device did not make patient contact.